Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead was deactivated to resolve the pns.

Event description:
It was reported that the patient was presented to the hospital due to phrenic nerve stimulation. The physician decided to deactivate the lead. Following the event, the patient was in good condition.